Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during priming. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow."

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during priming. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 05-jul-2022. H6: investigation summary: customer returned (3) open 31gx8mm bd pen needles without a tear drop label or inner shield attached. The customer reported that there is no insulin flow. The returned samples were examined, then tested for flow using a test pen injector. All 3 pen needles were able to expel properly. The alleged defect could not be confirmed based on the samples returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during priming. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that there is no insulin flow. "